Manufacturer narrative:
Please refer to section b5: event description for further details. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device triggered an alert for non-sustained ventricular tachycardia (nsvt). On the stored nsvt electrogram, there was occasional right ventricular undersensing observed. Technical services were consulted and recommended in-clinic review for further assessment. This device remains implanted and in service. No adverse patient effects were reported. It should be noted that the previous report mistakenly mentioned that oversensing was observed, when in fact, undersensing was detected on the stored electrogram. Currently, no new information is available. If more details emerge, a supplementary report will be issued.

Event description:
It was reported that this device triggered an alert for non-sustained ventricular tachycardia (nsvt). On the stored nsvt electrogram, there was occasional right ventricular oversensing observed. Technical services were consulted and recommended in-clinic review for further assessment. This device remains implanted and in service. No adverse patient effects were reported.